Event description:
The distributor contacted animas alleging the audio bolus button on the pump was unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the audio bolus button malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/26/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the audio bolus button was noted to be detached from the pump. Testing of the audio bolus button was not possible due to the button cover being detached.